Event description:
Customer reports via phone that they have experience 5 - 6 syringes where the luer lock nut detaches from the syringe during use. Syringe is connected to merit medical high pressure tubing, with connection to a cordis 6fr pigtail. Injector protocol was unk.

Manufacturer narrative:
Root cause identified: root cause has not been identified. Conclusions: the luer lock nut, once it is assembled should not detach from the barrel; syringe was designed to keep the luer nut in position during the functional test. Corrective actions: CAPA (B) (4) was initiated to address the reported complaint.